Event description:
Lensx laser treatment stopped during procedure and error message popped up that laser "shutter valve not open." Therefore surgeon was unable to complete treatment. Company engineer states problem occurs from time to time and laser should be rebooted in those cases. However that is not possible in the middle of treatment. Also it was suggested afterwards by alcon that in the future the error message can be reset and then to proceed with the surgery, although this should be done at the surgeon's discretion and we do not know, if the main shutter valve will function normally given the initial error message. Procedure was aborted in this case and pt in this case was disengaged from laser and taken to the operating room to complete cataract surgery. Outcome was favorable. The concern remains that this failure to complete laser treatment should not occur intraoperatively, randomly, putting the pt at an unnecessary risk.